Event description:
It was reported to philips that the trunk cable was replaced and it will not acquire the 12 leads and print the strip. At times, the acquire option will not show on the screen and when it is acquired, it would not print the strip. There was no reported patient involvement/adverse patient impact.